Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to their healthcare provider on (B)(6) 2017 due to unbearable skin irritation, redness, and blistering at the sensor insertion site. Customer was using the transmitter as well. Customer also reported getting an infusion set with bent cannula. Customer was recommended to treat the insertion site with steroid cream and ointment. Customer's blood glucose was 400 mg/dl. The customer was wearing the insulin pump during the hcp visit. The insulin pump and sensor will not be returned for analysis.